Event description:
Hospital advised that a "flo stop open/close door" alarm occurred. There were both audible and visual alarms. The hospital was unable to turn off the alarm when the device was turned off. There was no patient consequence.